Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any further issues arose.